Event description:
Reporter stated that he has received the er1 message and the "hi" reading on his meter in the past. Reporter, when he received the er1 message, would retest until he got a satisfactory result. Technique seems to be fine. Reporter stated he does nothing when he receives a "hi" reading.